Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries including an adhesion, bowel obstruction, and subsequent surgery; however, no details have been provided. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint.: it is alleged by patient's attorney that on (B)(6) 2017, patient was implanted with tan unspecified bard/davol ventralex mesh. As alleged the surgery was to repair her incisional ventral hernia. It is also alleged by the patient's attorney that nine months later on (B)(6) 2017, patient presented to the emergency room with severe upper abdominal pain. The results of a CT scan suggested a small bowel obstruction with transition in the area of the previous ventral hernia repair. As alleged, following the results of the CT scan, patient underwent an emergency exploratory laparotomy the same day. During the surgery it was discovered that the previously inserted ventralex mesh had become wrinkled and tilted. In addition to that, ventralex mesh has formed a complex adhesion "pseudocapsule" that wrapped around the small intestine, creating an obstruction, which had lo be carefully lysed to remove the mesh. As reported, as a result of the implantation and an emergency surgery to excise and remove the ventralex mesh, patient suffered personal injuries. She was required and will continue to require healthcare and services, as well as medical and related expenses. She has also suffered and will continue to suffer pain, mental anguish due to the alleged defective ventralex mesh.